Event description:
The patient's dose was changed from 660.3 to 696.5 mcg/day on (B)(6) 2011. The patient was admitted to a hospital on (B)(6) 2012 for respiratory depression and possible aspiration. The patient was placed on a ventilator. The drug in the pump was lioresal. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8709sc, (B)(4), implanted: 2009 (B)(4), explanted:unknown.

Manufacturer narrative:
(B)(4).